Event description:
It was reported to boston scientific corporation in late 2005 that an extractor xl retrieval balloon was used during a endoscopic retrograde cholangiopancreatography (patient gender, age, and weight unknown). According to the complainant, while performing the procedure in the common bile duct, "the balloon broke on the second sweep." It was reported that there were "no out of the normal stones" that could have caused the breakage. The procedure was completed with another of the same device. There were no patient complications as a result of this event. The patient's condition at the completion of the procedure was reported as fine.

Manufacturer narrative:
The suspect device has not been received for evaluation; therefore, the cause of the reported malfunction is undetermined.